Manufacturer narrative:
Supplemental report: engineering evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. Upon receipt the monitor displayed a service code 203. The service code was cleared and the monitor was able to pass further functional testing. The service code 203 was unable to duplicated during troubleshooting in engineering. The root cause for the service code was unable to be positively identified. The monitor was found to be fully functional. No adverse event resulted from the defective monitor. Initial report: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.